Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
Device evaluated by manufacturer: not returned.